Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v062581, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) included the medical history for a patient, noting that they were implanted for urinary incontinence and that the patient has detrusor muscle overactivity. It was stated that the patient had fluoroscopic images done which showed the lead had migrated, causing the implant to abruptly not work in the patient. In addition to this impedances over 4000 were found, so the patient decided to have a complete system removal and replacement. During the replacement surgery on (B)(6) 2011 an extra 30 minutes of surgery time had to be done due to the patient's prior surgical procedures and history of scar tissue in certain areas. However, there were no complications with the procedure. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.